Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline patient experienced hematoma or hemorrhaging at the puncture site, anemia, thrombocytopenia, pain, and swelling. The patient was undergoing treatment for an unruptured, spindle-shaped aneurysm located on the lesser curvature side. The height diameter was 4.8mm, the max diameter was 14.4mm, the dome diameter was 13.9mm, and the neck was 14.9mm. Antiplatelet therapy was administered, but anticoagulation therapy was not.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of dizziness. The patient experienced hypertension and dyslipidemia. The patient experienced dizziness. The lesion site was vertebral artery. The unruptured aneurysm had a height of 4.8 mm and maximum diameter of 14.4 the neck diameter was 14.9 mm with a lesser side curvature.